Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 on a patient with annular dilation due atrial fibrillation (af). A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was inserted and grasping was performed. However, difficulties visualizing the clip occurred, and difficulties grasping and capturing the leaflets occurred. After several grasping attempts, it was observed that the septal leaflet damage and potential chordae damage occurred. Therefore, the clip was repositioned. The second clip was implanted, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure. The patient was reported to be stable.